Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a narrow, mildly calcified, mid left anterior descending coronary artery. An unspecified balloon catheter was advanced in an attempt at pre-dilatation, but the balloon ruptured. Another unspecified non-compliant balloon catheter was advanced and successfully pre-dilated the lesion. Then a 2.5x15mm rx xience xpedition stent delivery system (sds) was advanced. Although there was no interaction of devices, the balloon of the sds ruptured during inflation. The 2.5x15 mm rx xience xpedition sds was replaced with a new xience xpedition stent which was used to ultimately treat the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material rupture was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. Correction: though requested, relevant patient medical history was not provided due to patient privacy policy.